Event description:
Event verbatim [preferred term] developed a rash; my rash / burn has spread and gotten unbelievably worse/ extremely painful [thermal burn] , developed a rash; my rash / burn has spread and gotten unbelievably worse [rash] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program (thermacare facebook page). A contactable consumer reported for self that a patient of unspecified age ethnicity and gender started to receive thermacare heatwrap (thermacare heatwrap) via an unspecified route of administration from an unspecified date at an unspecified dose for excruciating shoulder pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient used the product for the first time this past week (based on (B)(6) 2017) due to excruciating shoulder pain. The patient read and followed the instructions to a t. The day after use the patient developed a rash in 2017 (see second picture) so did not continue using. It has been 4 days since then and rash / burn had spread and gotten unbelievably worse (see first picture). It was extremely painful and the patient could not walk around looking like this. The action taken in response to the event for thermacare heatwrap was permanently withdrawn in 2017. The outcome of the events was unknown. No follow-up attempts are possible. An investigation of the device could not be conducted. Company clinical evaluation comment: based on the information provided, the events of "rash / burn has spread and gotten unbelievably worse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Superficial skin., comment: based on the information provided, the events of "rash / burn has spread and gotten unbelievably worse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] developed a rash; my rash / burn has spread and gotten unbelievably worse/ extremely painful [thermal burn] , developed a rash; my rash / burn has spread and gotten unbelievably worse [rash]. Case narrative:this is a spontaneous report from a pfizer-sponsored program (thermacare facebook page). A contactable consumer reported for self that a patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap) via an unspecified route of administration from an unspecified date in 2017 at an unspecified dose for excruciating shoulder pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient used the product for the first time this past week (based on (B)(6) 2017) due to excruciating shoulder pain. The patient read and followed the instructions to a t. The day after use the patient developed a rash in 2017 (see second picture) so did not continue using. It has been 4 days since then and rash / burn had spread and gotten unbelievably worse (see first picture). It was extremely painful and the patient could not walk around looking like this. The action taken in response to the event for thermacare heatwrap was permanently withdrawn in 2017. The outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: malfunction was left blank, final report was unticked. Company clinical evaluation comment: based on the information provided, the events of "rash / burn has spread and gotten unbelievably worse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out., comment: based on the information provided, the events of "rash / burn has spread and gotten unbelievably worse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out.

Manufacturer narrative:
Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]. Developed a rash; my rash / burn has spread and gotten unbelievably worse/ extremely painful [thermal burn], developed a rash; my rash / burn has spread and gotten unbelievably worse [rash]. Narrative: this is a spontaneous report from the pfizer-sponsored program thermacare facebook page from a contactable consumer reporting for self. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap) via an unspecified route of administration from an unspecified date in 2017 at an unspecified dose for excruciating shoulder pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient used the product for the first time this past week based on (B)(6) 2017 due to excruciating shoulder pain. The patient read and followed the instructions to a t. The day after use the patient developed a rash in 2017 so did not continue using. It has been 4 days since then and rash / burn had spread and gotten unbelievably worse (see first picture). It was extremely painful and the patient could not walk around looking like this. The action taken in response to the event for thermacare heatwrap was permanently withdrawn in 2017. The outcome of the events was not resolved. The product quality complaint group provided the following investigation results. Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Amendment: this follow-up report is being submitted to amend previously reported information: malfunction was left blank, final report was unticked. Follow-up (18jul2020): new information received from the product quality complaint group included: investigation results. No follow-up attempts are possible. No further information is expected. Follow-up (31mar2020): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 18jul2020 was instead received on [31mar2020]. Amendment: this follow-up report is being submitted to amend previously reported information: reasonably suggest device malfunction was no (previously reported as yes) and severity of harm was not applicable (previously reported as s1). Comment: based on the information provided, the events of "rash / burn has spread and gotten unbelievably worse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out.

Event description:
Event verbatim [preferred term] . Developed a rash; my rash / burn has spread and gotten unbelievably worse/ extremely painful [thermal burn], developed a rash; my rash / burn has spread and gotten unbelievably worse [rash]. Narrative: this is a spontaneous report from the pfizer-sponsored program thermacare facebook page from a contactable consumer reporting for self. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap) via an unspecified route of administration from an unspecified date in 2017 at an unspecified dose for excruciating shoulder pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient used the product for the first time this past week based on (B)(6) 2017 due to excruciating shoulder pain. The patient read and followed the instructions to a t. The day after use the patient developed a rash in 2017 (see second picture) so did not continue using. It has been 4 days since then and rash / burn had spread and gotten unbelievably worse. It was extremely painful and the patient could not walk around looking like this. The action taken in response to the event for thermacare heatwrap was permanently withdrawn in 2017. The outcome of the events was not resolved. The product quality complaint group provided the following investigation results. Reasonably suggest device malfunction was yes, severity of harm was s1 and site sample status was not received. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Amendment: this follow-up report is being submitted to amend previously reported information: malfunction was left blank, final report was unticked. Follow-up (18jul2020): new information received from the product quality complaint group included: investigation results. No follow-up attempts are possible. No further information is expected. Follow-up (31mar2020): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 18jul2020 was instead received on [31mar2020]. Comment: based on the information provided, the events of "rash / burn has spread and gotten unbelievably worse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out.

Manufacturer narrative:
Reasonably suggest device malfunction was yes, severity of harm was s1 and site sample status was not received. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.